Event description:
Placing patient on ttm [targeted temperature management] pads, open pad set (size large), readying to apply pad to r [right] leg, entire adhesive came off with protective covering. Expiration date on 2026-09-30. [Redacted date] item collected. [Redacted date] emailed [redacted].